Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following vebratim it was reported by the customer that IV lipids found free flowing into patient bed. Upon assessment, tubing not intact at junction. Lure lock intact, tubing dislodged from lure lock endpiece.

Manufacturer narrative:
One sample model 2426-0007 was returned for investigation along with the connected bd extension filter set. The sets were examined for defects and abnormalities. 2426-0007 tubing was separated at the male luer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible causes are either the solvent dispenser malfunctioned or the bonding method was not performed correctly by the assembler. A device history record review was performed on the possible lots found by using the smartsite ID. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.